Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to atrial fibrillation (af) with rapid ventricular response and clearly oversensing. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that this electrode was electrically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to atrial fibrillation (af) with rapid ventricular response and clearly oversensing. This electrode remains in service. No adverse patient effects were reported.